Manufacturer narrative:
Engineering evaluation: implant site infections from the skin, mouth and teeth are described in the labeling. However, the source of the positive culture was not reported in this case. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relationship between the events and the treatment seems possible. However, it cannot be excluded that the previous filler injections and/or medical history might have contributed to the events. Implant site infections from the skin, mouth and teeth are described in the labeling. However, the source of the positive culture was not reported in this case. The case has been assessed to fulfill the seriousness criteria for reporting to competent authority due to the hospitalization. Distribution comment: the case report fulfills the criteria for regulatory reporting.

Event description:
A report ((B)(4)) was received on (B)(6) 2016 from a physician concerning a (B)(6)female patient who had a medical history of lupus. She had previous received belotero to her lips on (B)(6) 2016, juvederm ultra to her lips on (B)(6)2016, juvederm and voluma to her nasolabial folds on (B)(6) 2016 and belotero to an acne scar, lips and cheeks on (B)(6) 2015. On (B)(6) 2016 the patient received an unknown amount of restylane-l to her cheeks, nasolabial folds and lips. On (B)(6) 2016 the patient received an unknown amount of restylane-l to her nasolabial folds. On (B)(6) 2016, the patient presented with edema in the treated areas (face). The patient was treated with unspecified steroids, antibiotics, and hyaluronidase. From (B)(6) 2016, the patient's condition was fluctuating while the unspecified antibiotic therapy was continued. The patient was hospitalized from (B)(6) 2016. In the hospital, the patient was treated with vancomycin and zosyn. Cultures from an unknown source were also obtained during hospitalization: first culture was negative, second culture has preliminary results of strep viridans. At the time of the report the patient was treated with zyvox and ciprofloxacin. The swelling resolved on (B)(6) 2016, but recurred on (B)(6) 2016. The patient will be followed-up by surgeons from (B)(6), as they had treated her while she was hospitalized.

Manufacturer narrative:
Engineering evaluation: implant site infections from the skin, mouth and teeth are described in the labeling. However, the source of the positive culture was not reported in this case. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot numbers 14581. The other lot codes (60278 and 60238) are invalid. Pharmacovigilance comment: the alpha-hemolytic streptococcal infection and edema at the implant site were considered to be serious and unexpected due to the need for multiple hospitalizations with IV antibiotics. A causal relationship between the events and the treatment seems plausible. Potential contributory factors include previous filler injections and medical history. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. Distribution comment: the case report fulfills the criteria for regulatory reporting.

Event description:
A report ((B)(4)) was received on 22-dec-2016, with follow up information received on 26-jan-2017, from a physician concerning a (B)(6) female patient who had a medical history of lupus with thrombocytopenia, an acne scar, no known allergies and a skin type of I-ii on the fitzpatrick scale. She had previous received belotero to her lips on (B)(6) 2016, juvederm ultra to her lips on (B)(6)2016, juvederm and voluma to her nasolabial folds on (B)(6) 2016 and belotero to an acne scar, lips and cheeks on (B)(6) 2015. On (B)(6) 2016, the patient received 0.1 ml of restylane-l (lot 14581) to her cheeks via a 30 g needle using a supraperiosteal injection technique and 0.5 ml to the vermillion border of the lips via a 30 g needle using a retrograde bolus intradermal injection technique. On (B)(6) 2016, the patient received 0.1 ml of restylane-l (lot 60278 -invalid lot code) to her right cheek via a 30 g needle using a supraperiosteal injection technique and 0.4 ml (lot 60238 -invalid lot code) to the nasolabial folds via a 30 g needle using a retrograde dermal injection technique. On (B)(6) 2016, the patient presented with edema (implant site oedema) and an infection (alpha haemolytic streptococcal infection) in the treated areas (face). The patient was treated with unspecified steroids, antibiotics, and hyaluronidase. From (B)(6) 2016, the patient's condition was fluctuating while the unspecified antibiotic therapy was continued. The patient was hospitalized from (B)(6) 2016. In the hospital, the patient was treated with vancomycin (vancomycin) and zosyn (piperacillin sodium, tazobactam sodium). Cultures from an unknown source were also obtained during hospitalization: first culture was negative, second culture has preliminary results of strep viridans. The reporting physician reported the patient visited the emergency room (ER) three times and was hospitalized twice for the reported events. At the time of the report, the patient was treated with zyvox (linezolid) 600 mg and ciprofloxacin (ciprofloxacin) 500 mg starting approximately on (B)(6) 2016. The swelling resolved on (B)(6) 2016, but recurred on (B)(6) 2016. The patient will be followed-up by surgeons from (B)(6), as they had treated her while she was hospitalized. At the time of this report, the reporting physician stated the outcome of the events of edema (implant site oedema) and an infection (alpha haemolytic streptococcal infection) were improving. The reporting physician also stated the patient received another injection with restylane-l on (B)(6) 2016, however this date is in conflict with the reported dates of hospitalization and no injection details were provided for this date. The reporting physician assessed the events as possibly related to the injection and substance, but the seriousness was not yet assessable. Tracking list: follow up information received 26-jan-2017: outcome, treatment dates, amounts of injections, needle type, lot codes, techniques, medical history, and treatment dosages updated.